Event description:
It was reported that the patient received inappropriate therapy for non-physiological noise and high impedance on the right ventricular (rv) lead, which also exhibited an apparent fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).